Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable, as this device was found to have no defect upon receipt and did not cause or contribute to the event.

Event description:
It was reported that a fractured instrument was found in sterile processing. However, upon return of the instrument, it was determined to not be fractured. Upon reassessment of the reported event, it was determined to not be reportable, as this device was found to have no defect upon receipt and did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03475. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A fractured instrument was found in sterile processing. There was no patient involvement. Attempts have been made and no further information has been provided.